Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. Explant and reimplantation is planned but has not taken place at the time of this report.